Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the back haptic was torn during insertion. The lens was removed and replaced with the same model lens without any pt injury.

Manufacturer narrative:
Eval: visual inspection of the returned product showed that the lens was split in half and two pieces of the optic was torn off an missing. There was a clear surgical residue on lens. Conclusions: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.